Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted at 36.8 months post explant due to an earlier than expected elective replacement indicator (eri).